Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was unknown when the trial started. It was reported that the patient was experiencing worsening baseline symptoms of urge incontinence and urgency frequency. The patient reported that the ens from their back fell off earlier at 1:30am (B)(6) 2025 and the wire got frayed, patient said they cut the wires from the ens and cleaned it and stored it to the bathroom. Patient mentioned that their symptoms gotten better after cutting wires from ens. Patient also mentioned that they were hospitalized on (B)(6) 2025 because of an emergency fecal incontinence to get "decontamination", they mentioned that a representative from their physicians office came to the hospital to check on them and the ens device. The agent did not collect data anymore as the ens already disconnected. The agent advised patient to contact physician's office for assistance regarding reconnecting the ens to wires. The issue was not resolved and was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to [2182207-2025-02203 of destination pe (B)(4)]. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.